Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported during the surgery, vibration of the cutter decreased and the cutter did not cut or aspirate resulting in a second retinal detachment. The cutter was replaced and the procedure was completed. The surgery was delayed 20 minutes. The patient did not require further procedure and recovered normally.

Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag without the original packaging. The lot number cannot be determined. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter cuts for only a few seconds and then the inner needle binds up; blocking the port and preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle causing the inner needle to bind up. The cause of the bent needle cannot be determined.